Event description:
It was reported that the insulin pump alarmed no delivery, which was resolved by an infusion set change. The blood glucose reading was over 500 mg/dl. The customer's mother stated that the alarms occurred excessively, and she had to change the infusion set twice in one day. She declined to return the infusion set and reservoir for analysis, requesting that the insulin pump be replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.